Event description:
It was reported that t:slim x2 pump battery would not charge and that pump experienced shutdown and difficulty turning back on before charging resumed when wall adapter was plugged into a confirmed working outlet. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while technical support provided battery care instructions, confirmed pump was under warranty, arranged shipment of replacement pump, instructed customer to place old pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.